Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The stored electrogram had a railing baseline with noise deflections. The device sensing vector was set to the alternate vector at the time of the shock. Technical services discussed some programming options. The sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of noise. The electrograms had railing baselines. The shock occurred while using the alternate sensing vector. The sensing vector was then reprogrammed to the secondary sensing vector. Later, the patient had more inappropriate shocks due to noise. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Office testing found low intrinsic complexes in all sensing vectors. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise. The stored electrogram had a railing baseline with noise deflections. The device sensing vector was set to the alternate vector at the time of the shock. Technical services discussed some programming options. The sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.